Manufacturer narrative:
During the coil embolization procedure of unspecified cerebral artery aneurysm, it was noted that when the physician attempted to purge an orbit galaxy (640cx2535/15953674) using an unspecified trufill syringe ii (635-002, lot unknown), he found that the air bubble being produced in the hub. Therefore, the orbit galaxy was replaced for a new one (640cx0304, lot unknown), which was safely placed in the target aneurysm using the same syringe. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The connections were checked for proper fitting, and no leaks were noticed between the connections of the syringe and coil hub. A dedicated saline source was used to fill the syringe, and all the air bubbles were removed from syringe barrel prior to connecting the syringe to coil hub. All guidelines were followed when connecting the syringe to the coil hub. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. Also no damages were reported on the device after the event. The vessel was not calcified and moderately tortuous. The complaint product is going to be returned for evaluation. No additional information is available. A non-sterile orbit galaxy complex xtrasoft coil 2.5 x 3.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped and it was found without any damage. The support coil, gripper and embolic coil were received inside of the introducer them were inspected found without damage. The hub, hypotube, gripper and embolic coil were inspected under microscope; the hypotube was found kinked while the hub, gripper and embolic coil were found without damage. No obstructions or damage was noted on the purge hole. The functional test was performed using a lab sample syringe 635-002, the orbit galaxy system was purged on the blue zone without any difficulty and not air bubbles were noted on the hub. Inspections are in place that prevents these kinds of damages leaving from the facility. All defects were reviewed and no issues were noted that were considered potentially related to the reported complaint. The reported failure of prepping difficulty-air in hub was not confirmed in functional analysis. The failure experienced by the costumer and the damages found on the device could not be conclusively determined; neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. The DHR reviewed indicated that there were no issues were noted that were considered potentially related to the reported complaint. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolization procedure of unspecified cerebral artery aneurysm, it was noted that when the physician attempted to purge an orbit galaxy (640cx2535/15953674) using an unspecified trufill syringe ii (635-002, lot unknown), he found that the air bubble being produced in the hub. Therefore, the orbit galaxy was replaced for a new one (640cx0304, lot unknown), which was safely placed in the target aneurysm using the same syringe. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The connections were checked for proper fitting, and no leaks were noticed between the connections of the syringe and coil hub. A dedicated saline source was used to fill the syringe, and all the air bubbles were removed from syringe barrel prior to connecting the syringe to coil hub. All guidelines were followed when connecting the syringe to the coil hub. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. Also no damages were reported on the device after the event. The vessel was not calcified and moderately tortuous. The complaint product is going to be returned for evaluation. No additional information is available.